Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code. The hospital representative stated to the baxter service facility that they have no record of any paitent incident involving the pump since the last service event.